Event description:
Physician was performing a maze procedure with mapping. The gemini guide was attached to the clamp to place the gemini. The suction cup attached to the gemini disconnected from the gemini clamp making it more challenging to place the clamp. The second suction cup was also very loose. A second device was opened to complete the procedure.======================manufacturer response for rf ablation system, cardioblate gemini(per site reporter).======================manufacturer sent sales representative to acquire defective product for evaluation.